Event description:
It was reported that a pump was leaking medication when trying to draw from it for the first time. Alarming blockage was detected, but not sure how long it has been alarming. The patient states the pump was not alarming when she awoke, but already felt short of breath then. The patient turned the oxygen up all the way, but it didn't help, so she turned it back to prescribed level of three liters per minute by nasal cannula. The patient remains short of air, but is able to speak in phrases. The subcutaneous medication site was painful. The patient stated had just got out of hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified the device was in for service and there was no indication of evidence in the service history to indicate that the complaint is related to the previous service event. If the device is later returned, the complaint will be reopened and an investigation will be completed.